Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID & dob not provided for reporting. Date of event: unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was conducted. The report indicates that the: 213.060s / 9134037 manufacturing location: (B)(4), manufacturing date: 11th september 2014, expiry date: 1st september 2024, article was sterilized by supplier (B)(4). Neither deviation nor any ncrs were marked in this document. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery of femoral osteotomy took place on (B)(6) 2016. Around (B)(6) 2016 (the exact date is unknown); two of the screws were broken. Revision took place on (B)(6) 2016 to remove the broken screws and re-fixed the fracture with an angle plate (part / lot number unknown). This complaint involves 2 parts. Concomitant device: 1x 02.108.311s / lot 9641109 (lcp paed-hippl 3.5 110° w/19 l73) this report is 1 of 2 for (B)(4).